Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned inserts indicated damage to the locking details and dovetails. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. The features that could be measured were within specification. A clinical analysis indicated that several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. No harm to the patient was reported except for the additional surgery time. Should information become available this complaint can be re-assessed. A review of complaint history on the listed parts revealed no additional complaints for the listed batches. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after implanting the femur and tibia, surgeon put in the poly. Once in place, he could not get the poly to advance posteriorly and lock in to place. Multiple attempts and same result with subsequent polys. There was a consistent deformation on the posterior medial portion of the used polys. Multiple check were made to ensure the posterior aspect of the tibia tray was clear of any tissue or possible cement. Finally was able to get the 4 poly to engage after trimming some of the deformed plastic with a surgical instrument. The surgical time was extended for approximately 1 hour.